Event description:
Customer reported that the insulin pump was frozen. Customer stated that she changed the battery and then received a button error alarm. Blood glucose level was 274 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.